Manufacturer narrative:
Correction: annex b: b21, annex c: c21, annex d: d16, additional information: device available for eval?, returned to manufacturer on, concomitant med prod data (1), device eval by manufacturer? And manufacturer narrative annex a: a1801, annex b: b01, annex c: c0601, c0503, annex d: d15, d08, annex g: g04037, g02017. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported issue of a burnt smell in the motor could not be replicated during laboratory testing. There were no issues or anomalies identified during the external and internal inspection of the suspect pump module. All inspected parts were observed to be manufactured by bd. The motor was observed to be in good condition, with no signs of burning or any burning smell. The suspect pump module in the as received condition was attached to a dchu lab pcu, for testing purposes only. The operating system was loaded without any errors or malfunctions. Two (2) basic infusions were performed. The suspect pump module was positioned between a dchu lab pcu and a dchu lab pump module. Each infusion was programmed for a duration of twelve (12) hours. Both infusions were completed successfully with no errors or malfunctions. Alaris system maintenance (asm) preventive maintenance (pm) testing was performed on the suspect pump module. The asm preventive maintenance task was selected. Asm was used to evaluate the source pump module and determine if the device is operating in specification. The pm task test results show the suspect device completed successfully without any errors or malfunctions. The event was reported to have occurred on 14 october 2025; the time of the event was not reported. The pump module error and event log were downloaded to ascertain event details associated with the reported complaint. The concomitant pcu or logs were not returned for this investigation; therefore, a log analysis could not be performed. The pump module event log contains limited information regarding the programming of the device and does not include drug data. The profile in use was not identified as it resides on the pcu. A review of the pump error log showed no records related to the reported issue of the suspect pump module. The data set was not provided by the facility; therefore, both specific profile and medication information could not be determined in the log review. The bd alaris¿ system with guardrails user manual v12.3.2 states that do not use a device that appears to be damaged. Send the device to biomedical engineering for repair. Perform device inspections to prevent a damaged device from being returned to patient use. Use of a damaged device can result in patient harm. To ensure that the bd alaris¿ system remains in good operating condition, visually inspect the system before each use. Check all visible surfaces and moving parts on the devices. If you observe damage in any way or find the device does not function as expected, return it to biomedical engineering for repair. The system was being used for treatment purposes as intended per 21 cfr.820.198(d)(2). This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device passes pm and pump is functioning perfectly, but the motor has a burnt/burning smell. There was no patient involvement.

Event description:
It was reported that the device passes pm and pump is functioning perfectly, but the motor has a burnt/burning smell. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.